Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/28/2025, it was reported by a sales representative via phone that an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor shuttling suture broke. This occurred during a hip arthroscopy on (B)(6) 2025, where all fragments were retrieved from the patient. The patient had a dense bone quality. A drill was used to prepare the bone. They continue with another ar-363h that worked accordingly. There was no harm to the patient, or delay in the procedure. There was also an ar-3638dhc-2 disposables kit drill guide bent; another was opened and worked accordingly.